Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that the pump could not be primed following the load step. The pump allegedly displayed that it was already primed; however, the user had not physically held down the ok button to prime the pump. Drops of insulin reportedly came out of the tubing, and the amount of insulin the pump detected in the cartridge was not the same as what was loaded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/15/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No evidence of a prime issue was found in the pump black box due to overwritten data from continued use. A prime issue was not duplicated during testing. The force sensor calibration reading measured within specifications.